Event description:
It was reported the pt was having problems recharging their neurostimulator. Coupling or communication could not be established. The pt had bumped the ins on a table. The area was sore, bruised and the pt had experienced problems with recharging since the accident. The pt was seen in the clinic with no successful recharging. Troubleshooting is being considered to rule out a flipped device. Additional info has been requested but was not available on the date of this report.